Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received via the remote monitoring system that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. The physician stated they are aware of the alert and wished to disable it, but they were informed that the alert is non-configurable. A workaround was provided noting the daily rv pace impedance measurement could be disabled if the physician wished to no longer receive the alerts. No adverse patient effects were reported. The physician will continue to monitor the issue remotely. This system remains in service.